Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 175 units of insulin. The customer's blood glucose was 529 mg/dl which was addressed with boluses via alternate insulin pump. Reportedly, the customer had an alternate pump for insulin therapy.